Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(4) 2006. Legal counsel reports patient allegations of pain, elevated metal ion levels and metallosis. Subsequently, patient underwent right hip revision procedures on (B)(6) 2013. Patient's legal counsel further reported patient was revised on (B)(6) 2013 allegedly due to dislocation. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-03863 / 03866).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-03863 / -03866 and -05674).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient allegations of pain, elevated metal ion levels and metallosis. Subsequently, patient underwent right hip revision procedures on (B)(6) 2013 and (B)(6) 2013. Patient's legal counsel further reported patient was revised on (B)(6) 2013 allegedly due to dislocation. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2013 reports patient was revised on the right hip due to pain and loosening of the acetabular component. Revision op report notes presence of a pseudotumor, abnormal capsular tissue, a posterior wall defect, and necrotic bone. Additionally, op notes report the acetabular component was fixed by fibrous union in the base of the acetabulum. Op report further notes the taper adaptor was welded to the stem and could not be disengaged. The stem was removed. A crack was noted in the calcar during re-implantation of the stem. The cup, head, taper insert and stem were removed. Review of the invoice history could not determine replacement parts. Additional information received in patient's op notes dated (B)(6) 2013 reports patient was revised on the right hip due to dislocation. Revision op report notes presence of ecchymosis, serosanguineous fluid, a dislocation of the total hip arthroplasty, loose and rotationally unstable femoral component, a medial calcar fracture with a fracture line both anteriorly and posteriorly creating instability, thin proximal femur bone consistent with local tissue reaction due to metallosis, and gray-stained synovial tissue. Review of the invoice history could not determine replacement parts.